Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the right ventricular (rv) lead exhibited high thresholds and the right atrial (ra) lead measured high impedance. Both leads were removed and replaced. No patient complications have been reported as a result of this event.